Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead returned with the helix was fully retracted. The helix was able to be extended and retracted within specification. F(B)(4)

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead the helix was extended once, and the location had high capture threshold. The helix was retracted and the lead was moved to another spot. Once there, the fixation mechanism did not extend with over 20 turns into it. The physician removed the lead. A different ra lead was implanted with good results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.